Event description:
Patient reported obtaining blood glucose results of 106 mg/dl and approximately 400 mg/dl, within 10 minutes, on the advantage system. Patient did not modify therapy based on these results. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Reporter did not indicate if event was reported to FDA.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead was exhibiting high threshold measurements. This observation was attributed to implant technique, therefore, the physician repositioned the lead. The lead remains in service. Should additional info becomes available, this event would be updated.